Event description:
As reported by the (B)(6) study, following the carotid artery stenting (cas) a patient experienced sudden onset of left hemiparesis and hemiataxia that were diagnosed as seizure and todd's paralysis. The patient had partial recovery after the procedure and was treated with 500mg keppra by oral, two times a day. On the day of discharge the nih and rankin scores were 7 and 3 up from 0 and 3. The patient was symptomatic at baseline which included right thalamic cva with mild residual left sided weakness. The patient was at rehab when scheduled for carotid artery stenting on an outpatient basis. The procedure was performed on a 90% occluded lesion in the proximal right basilar internal carotid artery of 20 mm in length and 9.0 mm vessel diameter with mild vessel tortousity. The arch I lesion was mildly calcified. An 8 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 10x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. The angioguard rx was successfully retrieved without any debris in it. Residual symptoms include left sided weakness. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. In addition to seizure, the patient also had aspiration pneumonia. The patient received dilaudid post sheath pull; was somnolent then received phenegran for nausea, whereas patient became more somnolent and lethargic then later agitated and restless. The patient was discharged on the following day to a rehabilitation facility for physical therapy, occupational therapy and speech therapy. The status was reported to be improving.

Manufacturer narrative:
As reported by the (B)(4) study, following the carotid artery stenting (cas) on an (B)(6) male patient, the patient experienced sudden onset of left hemiparesis and hemiataxia that were diagnosed as seizure and todd's paralysis. The patient had partial recovery after the procedure and was treated with 500mg keppra by oral, two times a day. Patient¿s medical history includes hyperlipidemia, stroke, clinical copd, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication) and a high risk criteria of age greater than 75. On the day of discharge the nih and rankin scores were 7 and 3 up from 0 and 3. The patient was symptomatic at baseline which included right thalamic cva with mild residual left sided weakness. The patient was at rehab when scheduled for carotid artery stenting on an outpatient basis. The procedure was performed on a 90% occluded lesion in the proximal right basilar internal carotid artery of 20 mm in length and 9.0 mm vessel diameter with mild vessel tortuosity. The arch I lesion was mildly calcified. An 8 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. A 10x30mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 20%. The angioguard rx was successfully retrieved without any debris in it. Residual symptoms include left sided weakness. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. In addition to seizure, the patient also had aspiration pneumonia. The patient received dilaudid post sheath pull; was somnolent then received phenegran for nausea, whereas patient became more somnolent and lethargic then later agitated and restless. The patient was discharged on the following day to a rehabilitation facility for physical therapy, occupational therapy and speech therapy. The status was reported to be improving. The product was implanted and hence not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. As with any interventional procedure where foreign objects are introduced into the patient¿s vasculature complications can occur. One possible complication of both carotid endarterectomy and carotid angioplasty with stenting include, although rare, is seizures (bursts of abnormal electrical signals that temporarily interrupt normal electrical brain function). One possible etiology that is currently being investigated in the literature is convulsion, also a well-known potential complication of the carotid artery stenting procedure. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role in convulsion, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the patient¿s medical history and procedural factors may have contributed to the reported events. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx catalog number 801814rmc, lot number 70613411. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.